Manufacturer narrative:
The investigation is ongoing.

Event description:
Per the field clinical specialist, approximately four years and eleven months following the transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, it has now been reported that the valve has failed. The patient underwent a diagnostic workup performed by the imaging team, and the findings have been submitted for proctor review. Per medical record review, the patient underwent transcatheter aortic valve replacement with implantation of a 23 mm sapien 3 ultra valve in the aortic position on four years and eleven months prior. The patient was evaluated following a transthoracic echocardiogram performed which demonstrated severe bioprosthetic aortic valve stenosis with an aortic valve area of 0.6 cm2 and a mean gradient of 34 mmhg, along with mild transvalvular aortic regurgitation. Computed tomography angiography suggested possible valve thrombosis; however, symptoms have not improved despite one month of warfarin therapy, likely related to subtherapeutic anticoagulation. Symptoms began approximately three months prior to evaluation, have been minimally progressive, but are now significantly limiting and consistent with heart failure. The patient has severe symptomatic aortic stenosis and requires cardiothoracic surgery consultation to discuss high-risk valve explantation and surgical aortic valve replacement as an alternative to a transcatheter valve-in-valve procedure.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on the medical record provided. A review of the DHR, lot history and complaint history, did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, "approximately four years and eleven months following the transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, it has now been reported that the valve has failed.", "the patient underwent transcatheter aortic valve replacement with implantation of a 23 mm sapien 3 ultra valve in the aortic position on four years and eleven months prior, which was complicated by intra-procedural defibrillation and subsequent stent placement in the left common iliac artery", and "the patient was evaluated following a transthoracic echocardiogram performed which demonstrated severe bioprosthetic aortic valve stenosis with an aortic valve area of 0.6 cm2 and a mean gradient of 34 mmhg, along with mild transvalvular aortic regurgitation." In this case, available information suggests that patient factors, such as previous aortic stenosis, hypertension, hyperlipidemia, and diabetes mellitus, may have contributed to the event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Update to b3 and b5. Correction to h6; impact code.

Event description:
The patient underwent a successful valve in valve procedure using a 20mm sapien 3 ultra resilia valve.